Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, the balloon slipped. (B)(6) 2010 - the patient presented with exertional chest pain diagnosed as unstable angina. The 95% stenosed, de novo target lesion was 22 mm long with a reference vessel diameter of 2.5 mm, located in the 1st right posterolateral branch (rpl). This was treated with pre-dilatation and the placement of a 2.50 x 32 mm taxus liberte stent. Following post dilation, the residual stenosis was 5%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011 ¿ two promus stents were implanted in the saphenous vein graft (svg) to the 1st diagonal. (B)(6) 2013 - the patient presented with unstable angina and was hospitalized on the same day. The 95% in-stent restenosis of the previously deployed promus stents in svg to 1st diagonal was treated with balloon angioplasty and placement of a 4.00 mm non bsc stent. During pre-dilatation with 3.75 mm quantum maverick balloon, the balloon "recoiled back into the aorta with insufflations." It was then exchanged with 2.5 mm quantum maverick balloon and pre-dilation was performed. Following post-dilatation, minimal residual stenosis was noted. The event was considered to be resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).